Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the tissue pad was detached off but did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.